Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 119, 132 and 81 mg/dl. The customer is also concerned with all results from the meter memory (119, 132, 81, 54 and 91 mg/dl). The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2016. The customer stated she is insulin dependent. The meter memory was reviewed for previous test result history (date/time not set; customer concerned with all results): the 119mg/dl (B)(6) 2016 11:36 pm fasting:yes, the 132mg/dl (B)(6) 2016 11:47 pm fasting:yes, the 81mg/dl (B)(6) 2016 11:15 am fasting:yes, the 54mg/dl (B)(6) 2016 06:57 am fasting:yes, the 91mg/dl (B)(6) 2016 12:54 am fasting:yes. Memory concerns: customer is concerned with all results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 119, 132 and 81 mg/dl. The customer is also concerned with all results from the meter memory (119, 132, 81, 54 and 91 mg/dl). The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2016. The customer stated she is insulin dependent. The meter memory was reviewed for previous test result history (date/time not set; customer concerned with all results): the 119mg/dl (B)(6) 2016 11:36 pm fasting:yes, the 132mg/dl (B)(6) 2016 11:47 pm fasting:yes, the 81mg/dl (B)(6) 2016 11:15 am fasting:yes, the 54mg/dl (B)(6) 2016 06:57 am fasting:yes, the 91mg/dl (B)(6) 2016 12:54 am fasting:yes. Memory concerns: customer is concerned with all results.